Event description:
On (B) (6) 2010, the patient reported experiencing elevated blood glucose of 315 mg/dl. Her target blood glucose level is 105 mg/dl. She stated, she continues to received blockage alerts on her infusion device (competitor product) each time she changes the infusion set. She injected insulin via syringe to lower her blood glucose. She stated, (B) (6) she tries to avoid known infusion site areas. At the time of the report, the patient disconnected from the infusion site and primed without error. She removed the headset from her abdomen and reconnected to the infusion site and primed without error. She was advised to consult her physician regarding infusion site management. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.